Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that yesterday the patient woke up in excruciating pain in their shoulders from their back to neck area. Patient tried to switch to group b but there was no group b anymore. Patient used group a 99% of the time which was for their waist down to their legs. But yesterday their shoulders to fingers were in pain so they wanted to use b. Patient had no recent falls or traumas. Patient thought that since they recently got a new controller that the new controller did not have group b programmed onto it. Patient also noted that a year ago they got a controller battery and door cover replaced. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient noted they had an appointment with healthcare provider on august 16th.